Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the battery voltages were bottoming out. Replacing the batteries resolved the issue. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that during exposure the generator cut out; the batteries needed to be replaced. There was no patient present.